Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3: date of event - the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a catheter issue occurred, resulting in a patient complication. An opticross hd catheter was selected for ultrasound examination of the target lesion. During an ivus procedure, the image went black while the catheter was being used. To improve the image quality, the catheter was flushed in the coronary artery during pullback. The patient experienced transient st segment elevation, air embolism, myocardial infarction and ischemia after flushing. The patient stabilized shortly after without medical or surgical intervention, and the procedure was completed using the original method or device.